Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 4pm, the patient alleged obtaining readings of "219 and 134mg/dl" on her lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=15mg/dl. The patient reported using non adjusting insulin (unknown type and dose) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications to manage her diabetes. The patient denied developing any symptoms in response to the alleged issue. However on (B)(6) 2012 at 4:30pm she had something to eat or drink as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. The patient's test strips and test strip vial were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment that suggest an acute complication of diabetes occurred. However, this complaint is being reported because, the patient performed a meter vs. Same meter comparison where the calculated difference of the results meets lfs' criteria for precision reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.